Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customers report of the pump has a damaged power cord with exposed copper wire.

Manufacturer narrative:
An evaluation of the scd 700 was performed and the customer states the pump has a damaged power cord with exposed copper wire¿ the unit was triaged and the customer¿s reported condition was confirmed. The power cable had physical damage that resulted exposed copper wire. The white and black internal wires were completely severed. The cut appears to be clean in nature. The white and black wires represent neutral and ground. The device also has other minor cutes that to not breach the copper wire. The pump was excessively damaged, so the root cause is categorized as customer misuse. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.